Manufacturer narrative:
The actual device involved in the event was not returned. Eight sealed bl5523wvx packs from lot w2239 were returned. No visual damage was found. A functional test was performed using a stellaris pc system. All eight were opened, inspected and tested. All eight had good clean cuts throughout the various cut rates and performed as intended. The root cause is undetermined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. Though requested the product has not yet been returned for evaluation. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported that the vitrector cutter was failing at 4000cpm. The 7 bar air checked and was working at 7 bar. Aspiration continued to work when the cutter failed. The surgeon reduced the cut rate to 2000 and finished case. There was no patient impact or additional treatment required.